Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), pelvic abscess ('pelvic abscess') and genital haemorrhage ('general abnormal bleed/abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal and endometrial ablation. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems ¿ depression"), vulvovaginal mycotic infection ("infection ¿ yeast infection") and vision blurred ("vision/eye problems ¿ blurry vision."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding ( menorrhagia"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms: migraine"), alopecia ("other injuries/symptoms: hair loss"), visual impairment ("other injuries/symptoms: vision problems"), hot flush ("hormonal changes ¿ hot flashes"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("stomach pain") and was found to have weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (colpotomy with drainage of pelvic abscess through vaginal cuff. And hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic abscess, psychological trauma, fatigue, nausea, migraine, alopecia, visual impairment, weight increased, weight decreased, vaginal haemorrhage, depression, hot flush, vulvovaginal mycotic infection, vaginal discharge and vision blurred outcome was unknown and the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, abdominal pain lower and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, nausea, pelvic abscess, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012 and now (B)(6) 2008. Patient received treatment for dysmenorrhea (cramping),apareunia, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage, vaginal infection, bladder problems, urinary problems, fatigue, nausea, migraine, hormonal changes, hair loss, vision problems, weight gain and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram abdomen - on an unknown date: large approximately 7.3 x 9.5 x 12.3 cm complex gas and fluid collection in the pelvis compatible with pelvic abscess. Pelvic abscess post total abdominal hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Added event abnormal bleeding (vaginal), depression, hormonal changes updated to hot flashes, infection ¿ yeast infection, vaginal discharge, blurry vision, lower abdominal pain, blurry vision, stomach pain. Added event from mr pelvic abscess. Updated outcome of event pain:stomach pain, lower abdominal pain from unknown to recovered/resolved. Concomitant conditions, medical history, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms: migraine"), alopecia ("other injuries/symptoms: hair loss") and visual impairment ("other injuries/symptoms: vision problems") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, psychological trauma, fatigue, nausea, migraine, hormone level abnormal, alopecia, visual impairment, weight increased and weight decreased outcome was unknown and the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012 and now (B)(6) 2008. Patient received treatment for dysmenorrhea (cramping),apareunia, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage, vaginal infection, bladder problems, urinary problems, fatigue, nausea, migraine, hormonal changes, hair loss, vision problems, weight gain and weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract disorder ("bladder/urinary problems: urinary problems"), fatigue ("other injuries/symptoms: fatigue"), nausea ("other injuries/symptoms: nausea"), migraine ("other injuries/symptoms: migraine"), alopecia ("other injuries/symptoms: hair loss") and visual impairment ("other injuries/symptoms: vision problems") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"), weight increased ("other injuries/symptoms: weight gain") and weight decreased ("other injuries/symptoms: weight loss"). The patient was treated with surgery (removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, psychological trauma, fatigue, nausea, migraine, hormone level abnormal, alopecia, visual impairment, weight increased and weight decreased outcome was unknown and the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal infection, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012 and now (B)(6) 2008. Patient received treatment for dysmenorrhea (cramping), apareunia, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, breakage, vaginal infection, bladder problems, urinary problems, fatigue, nausea, migraine, hormonal changes, hair loss, vision problems, weight gain and weight loss. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- case becomes incident. Event injury was removed. New events dysmenorrhea (cramping),apareunia, pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),general abnormal bleed, breakage/ expulsion: breakage, psych injury, bladder/urinary problems: vaginal infection, bladder problems, urinary problems, other injuries/symptoms: fatigue, nausea, migraine, hormonal changes, hair loss, vision problems, weight gain, weight loss and plaintiff did not undergo essure confirmation test were added. Implant date was updated and explant date was added. Product indication was updated. Patient¿s date of birth was added. New reporters were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.